Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified vein. A 3.5-4/4t/40 symmetry balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was good post procedure.